Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged due to traction applied to it by the migrated device. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.